Event description:
"Impedance test" message was shown on the display while ventricular manual threshold test was on going. When the test result is printed, the part which is supposed to indicate "ventricular manual threshold" indicated as "atrial impedance".

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.